Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore® excluder® trunk-ipsilateral leg component was received by gore from the facility and an engineering evaluation was performed. Visual examination of the device showed no abnormalities or damage to the delivery catheter. The investigation did confirm a 2-3mm protruded wire from the leading end of the constrained endoprosthesis. The findings from the evaluation were consistent with the reported procedural observations; however, the root cause for the protruded lock pin from the leading end of the constrained endoprosthesis could not be determined with the available information.

Manufacturer narrative:
(B)(4). Results pending completion of manufacturing and engineering evaluations.

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, a trunk-ipsilateral leg component (rlt311417j/ 15899811) was advanced through an 18fr gore® dryseal sheath with hydrophilic coating (dsl1828j/16219400). As the trunk component was being positioned, the physician reportedly noticed saline leaked from the valve of the 18fr sheath. The physician injected additional saline from the valve port, but the leakage persisted. The physician removed the 18fr dryseal sheath and replaced it with another sheath of the same catalog number (dsl1828j/16219420), and then advanced the trunk component again. It was reported that saline leaked again from the valve of the second sheath. According to the report, visual inspection of the trunk-ipsilateral leg component delivery catheter reportedly showed there was a 2-3 mm wire protruding from the distal end of the constrained endoprosthesis. It was reported that the protruding wire may have contributed to damage of the sheaths¿ valves. The physician replaced the device with another excluder® trunk-ipsilateral leg component. The procedure went forward without any further reported complications. The patient tolerated the procedure.